Event description:
It was reported the patient developed a deep tissue injury. It happened in the cvicu where the patient had a lengthy surgery and cardiogenic shock. No further information has been provided at this time.

Manufacturer narrative:
Updated product information, no evaluation performed. Customer did not allege product caused or contribute to injury.

Event description:
It was reported the patient developed a deep tissue injury. It happened in the cvicu where the patient had a lengthy surgery and cardiogenic shock. No further information has been provided at this time.